Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed and shown message as read, write, or invalid cubie memory. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) shut down the station, and the back panel was removed. The row board cable was disconnected and reconnected from the drawer control board and cubie trays. After reseating the connections, the back panel was locked, and the station was powered back on. Functional testing was performed in the hardware test application and the medication station application, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.